Manufacturer narrative:
In order to fix the issue a getinge fse replaced the following internal assemblies that were exposed to liquids: pneumatic module assy (0997-00-1178), power management pcba (0670-00-1162), motor control pcb (0670-00-1159), solenoid control pcb (0670-00-1161), backplane pcb (0670-00-1163), thermal printer (0161-00-0024-04), pcba pwr slot interface (0997-00-1169e), fiber optic assy (0997-00-1169e), and pneu mod to backplane cable (0012-00-1708). The fse then completed a full preventive maintenance (pm), the unit passed all tests to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated sections : g7,h2,h10,h11 corrected sections : b5.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit had a blood back event. The customer indicated that the iabp was being used to keep blood moving on a deceased patient in order to harvest donated organs. The iab was ruptured in the process of harvesting and blood entered into the iabp. There was no patient harm reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a blood back event. The customer indicated that the iabp was being used to keep blood moving on a deceased patient in order to harvest donated organs. The iab was ruptured in the process of harvesting and blood entered into the iabp.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. The device was used on the deceased patient to circulate the blood for organ donation, which did not result in patient harm or adverse effects. The reportable event type (h1) and health effect clinical code and impact code (h6) has been captured as a malfunction and no patient harm.